Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 2 instances of cs 006 failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 6 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to eeprom failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call-service alarm cs 006 issue. These reports were received from various sources. The patients associated with this allegation ranged from 14-76 years of age and between 139 and 203 pounds. Of the reported patients, 2 were male, 4 were female, and 0 were unknown.